Event description:
Event description guidant received information that 49 months post implant, this implantable cardioverter defibrillator (ICD) exhibited a 15.2 second charge time and a battery voltage of 5.05 volts. Premature battery depletion is suspected.